Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR# 1018233-2012-01960 and 1018233-2012-01959.

Manufacturer narrative:
Additional info from the importer report: (B)(4) 2012. Catalog #: 486020. (B)(6). (B)(4).